Event description:
International affiliate reported patient had pre-op diagnosis of bacterial endocarditis caltured as methicillin resistant s. Aureus prior to valve replacement. Pt cultured positive for mrsa and pseudomonas aeruginosa in sputum one day post-op and developed a fever 11 days following surgery. The pt expired 16 days post-op from bacterial endocarditis.